Event description:
It was reported the physician implanted an scs ipg and lead. The pt reported effective stimulation intra-operatively, but in post-op the pt experienced rib stimulation only. The physician revised the lead. The pt reported effective stimulation coverage. It was also noted the pt has scoliosis and stenosis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.